Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) encountered pacing problems with exhibited increasing threshold at 2 volts and and after re-positioning of the ventricular lead. The ipg was removed and replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. Analyst commented, sigma pace not performed prior to functional test. (B)(4)